Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was at the left iliac vein. A 18-4/5.8/75 xxl balloon was reported to have ruptured while being inflated inside the stent. They used another a 18-4/5.8/75 xx to finish the procedure. No patient complications reported.